Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific bg value was not provided. Customer administered a correction injection to address the bg. Customer reverted to an alternate method of insulin therapy.